Event description:
Instrument failure - the set screw broke off in the implanted baseplate. Surgeon secured the glenosphere implant to the baseplate with the morse taper but was unable to implant the retaining screw because the instrument broke off in the baseplate.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.